Manufacturer narrative:
Concomitant medical products 5086mri52 lead, implanted: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s right ventricular (rv) lead triggered a lead integrity alert (lia) for high rate non-sustained episodes and elevated sensing integrity counter (sic). Additionally, the rv lead exhibited rising/high/unstable thresholds, noise, oversensing, and low pacing impedance. The patient reported they ¿didn¿t feel right¿. The rv lead was capped and replaced. No further patient complications have been reported as a result of this event.